Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly pulled itself apart. It was further reported that the internal of the catheter was allegedly exposed. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was returned for evaluation and hence a physical investigation was not possible. Also, no images were provided for review. The user reports contains information about helix break, due to no sample the malfunction can not be confirmed. Therefore, the investigation is inconclusive for the reported break issue. A clear root cause could not be identified but a break of the helix represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly pulled itself apart. It was further reported that the internal of the catheter was allegedly exposed. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.